Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision of right thr - high metal ions. Pain doi: (B)(6) 2008; dor: (B)(6) 2011; right hip.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Investigation summary : conclusion and justification status: the complaint states revision of right thr - high metal ions. Pain. A review of complaint databases did not identify any anomalies. A review of manufacturing records was not required per (B)(4). The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per sep 419. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.